Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device initially failed to analyze, then the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was not confirmed or replicated. The device was through extensive testing including functional testing without duplicating the report. The device clinical log was reviewed and the device analyzed and rendered a decision of shock advised based on the waveform (vfib). A shock was delivered to the patient. No fault found with the device, and the log activity looked typical. The device was recertified and returned to the customer. No trend is associated with reports of this type.